Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes an admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. Corrected data: expiration date: 02/28/2020. UDI: (B)(4). Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. If information is obtained that was not available for the follow-up #1 medwatch, an additional follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. UDI# (B)(4). Device is not expected to be returned for manufacturer review/investigation. Concomitant medical products and therapy dates: drug: 100 mg of unknown vitamins & unknown dates. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. A review of the device history records has been requested. This is one of two medwatches being submitted as two events were involved with this consumer. See medwatch 2214133-2019-00078 for second occurrence. The same consumer is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A male consumer reported an event (unknown date) with listerine sensitivity zero alcohol mouthrinse fresh mint. The consumer alleged that his face was swollen after use. The consumer stated he sought medical attention from his health care professional (hcp). The hcp gave the consumer an unknown shot and unknown antibiotic to treat his swollen face. Consumer stated the swelling subsided and went away post treatment. This is one of two medwatches being submitted as two events were involved with this consumer. See medwatch 2214133-2019-00078 for second occurrence. The same consumer is represented in each medwatch.